Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. This occurred when monitoring the patient. The customer said that the batteries were replaced during the event but did not resolve the issue. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) old male did survive. No further details were provided by the customer.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. This occurred when monitoring the patient. The customer said that the batteries were replaced during the event but did not resolve the issue. This issue is patient related; however there was no adverse patient outcome reported. The patient, a 75 year old male did survive. No further details were provided by the customer.

Manufacturer narrative:
Section d5 of the initial medwatch report indicates: operator of device ¿ blank section d5 of the initial medwatch report should indicate: operator of device ¿ health professional

Manufacturer narrative:
Physio-control further evaluated the customer's device but was unable to duplicate the reported issue. Physio-control replaced the device's power pcb assembly, contact pcb assembly, battery wire harness, and battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. This occurred when monitoring the patient. The customer said that the batteries were replaced during the event but did not resolve the issue. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) male did survive. No further details were provided by the customer.